Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that both pumps were alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached, and half of the cassette had been used. It was reported the end user replaced the cassette and ran the pump. No adverse patient effects were reported. No additional information is available at this time